Event description:
The dental implant fx4008swc was removed on (B)(6) 2017 due to failure to osseointegrate 3 months and 25 days after implantation. The doctor indicated there was local infection and bone resorption during the surgery. The patient has medical history of diabetes. The patient has recovered without complications.